Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, 3 in.pact admiral dcbs were used to treat a lesion in the left sfa. Approximately 13 months post index procedure it is reported that the patient had instent restenosis of the target lesion and underwent an iliofemoral bypass. Investigator assessed that the event is not related to the study device, procedure or drug.

Event description:
Previously reported event of instent restenosis of the l1 was resolved .

Manufacturer narrative:
The cec adjudicated that the event, instent restenosis of the left sfa, was related to the study device but not related to the procedure or drug.